Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that she suddenly had a metal pin from the brush head in her mouth; the brush head stopped rotating too. No injury was reported.